Event description:
The hcp reported the pt had been refilled in 2004 with the same daily dose and concentration of lioresal that they have been so since 2000. No volume discrepancy was noted. Four days later, they exhibited signs of withdrawal with 30 hours of urinary retention. They treated with a bolus through the pump and oral baclofen. They then experienced overdose symptoms including being difficult to arouse. They were admitted to the hosp for observation. The hcp reports that when the pump was listened to with a stethoscope, a "ticking" noise was heard. A follow up report will be sent when additional info is received.